Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. While on support there was an optical signal failure. No patient harm or interruption to support was reported. The patient was successfully weaned from the pump and the device was explanted.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Field lt log from two different consoles were reviewed and persistent suction and placement signal not reliable alarms triggered throughout support. Cvp is erratic with negative values which occurs with suction on rp optical. No spikes in motor current. 5s parameters were stable throughout support. Signal not reliable dipped at the times of of the issue. The returned pump was connected to an automated impella controller (aic) and placement signal unreliable was unable to be reproduced. 5s parameters were normal. The pump was visually inspected and biomaterial was observed in the cannula and several cannula kinks were observed. The cause of the optical signal issue was suction due to biomaterial in the cannula. Cannula kink also observed. No sensor issues were observed. Refer to es2020-082 for additional biomaterial pattern details. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.